Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the black ring in the reservoir compartment came out of the insulin pump with the reservoir after she attempted to push the reservoir in a few times. The customer experienced a high blood glucose level of 530 mg/dl. She treated her blood glucose level with a manual injection. The insulin pump's display and by the battery compartment was damaged. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was broken reservoir tube lip and with severely scratched display window noted also, unable to perform the basic occlusion and occlusion test due to reservoir tube lip damage; a test reservoir does not stay locked in place due to reservoir tube lip damage. However, the insulin pump passed displacement test, prime, excessive no delivery test, self-test and a21 error test. All operating currents tested within the specification range and passed off no power test. The insulin pump had cracked battery tube thread, cracked reservoir tube, cracked reservoir tube window, cracked case near the display window corners, cracked display window and missing reservoir tube lip o-ring.